Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented with false pause episodes on the implantable cardiac monitor due to undersensing. No further information was available.

Manufacturer narrative:
Correction: occupation should have been nurse instead of physician in initial report and corrected in follow up report.

Event description:
New information received states that the issue was discovered when the patient presented vis remote transmission. The patient has not been seen in clinic yet. No intervention was performed yet and the implantable cardiac monitor remains implanted. The patient was stable and will continue to be monitored.